Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008 the patient underwent: anterior cervical interbody fusion, c3-4, c4-5; anterior cervical plating, c3-4, c4-5; implantation of peek spacers, c3-4, c4-5; discectomy, c3-4, c4-5; removal of plate, c5-6; exploration and fusion. Preoperative diagnosis: degenerative disc disease; discogenic pain, c3-4, c4-5; retained plate, c5-6. Per-op notes: ¿foraminotomies were performed. Then a 5mm spacer was packed with bmp and put into place. Distraction pin and was moved to 3, and again a discectomy was formed back to the posterior longitudinal ligament with foraminotomies. Another 5mm spacer was elected, packed with bmp and put into place. Then a 37mm 6 hole was put into place and tightened and torqued to appropriate pounds of pressure.¿ on (B)(6) 2010 the patient underwent: lumbar discography at l2-3, l3-4, l4-5 and l5-s1 under fluoroscopy with injection of contrast. P reoperative diagnosis: lumbar degenerative disc disease. Impression: positive provocative discograhy at l3-4 with negative discs at l2-3, l4-5 and l5-s1.

Event description:
It was reported that the patient underwent an anterior cervical fusion at c3-4, c4-5 using rhbmp-2/acs. Following the surgeries, the patient had significant pain in the area of the fusion surgeries and extremities. The patient underwent additional imaging that showed the patient had developed boney overgrowth. The patient reportedly has received significant medical treatment to care for the injuries caused by the original fusion surgeries. The patient reportedly has never recovered from the surgeries, and continues to suffer from daily, disabling pain that prevents the patient from performing many basic activities of daily living.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.